Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a peak blood glucose of 311 mg/dl for approximately 1.5 hours while using the ilet, after a larger-than-usual meal, with no alarms or alerts and no observed tubing disconnection or leakage; insulin flow through the tubing was confirmed via a fill sequence, cgm and fingerstick were concordant, and cgm values trended downward during the call. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included guided troubleshooting and user education, including verification of insulin delivery and confirmation of glucose readings. Investigation of this case revealed no device malfunction and no component failures, and the event was consistent with postprandial hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.